Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a narrow proximal left anterior descending artery that was 100% stenosed. On (B)(6) 2014, the patient presented with back pain on the left side. Therefore, a 3.25 x 23 mm xience xpedition stent was implanted, and the patient was discharged on (B)(6) 2014. On (B)(6) 2016, the patient was re-hospitalized for back pain on the left side again. Angiography revealed that there was no blockage in the stent. Unspecified treatment was provided and the patient was discharged on (B)(6) 2016. According to the physician, the relationship between the event and the device is unknown. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. No specified device issue has been reported at this time. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported difficulties cannot be determined.

Event description:
Subsequent to the initial report, additional information was received: the stent remained patent, and the physician reported that there was no relationship between the device and the event. Medication was administered to the patient for anticoagulation, lowering lipids and hypertension. Additionally, antiplatelet and hypoglycemic medication were given. No additional information was provided.